Event description:
The recipient reportedly experienced swelling following an impact to the implant site. A hematoma developed at the site. The hematoma was drained. No infection was noted. The recipient is being monitored.